Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. Review of the device data logs confirmed the device powered off due to depleted internal battery, and the device reset and resumed ventilation within the time defined in the safety requirements. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device powered off due to internal battery depletion due to user error. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a ventilator dependent patient was taken to a hospital allegedly due to malfunction of the astral device during use. It was reported that the device was alarming, ventilation stopped, screen was red and "system shut down" message displayed. The patient's mother immediately started manually ventilating the patient and called emergency services. The patient has since recovered. The device was swapped for a new ventilator.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a ventilator dependent patient was taken to a hospital allegedly due to malfunction of the astral device during use. It was reported that the device was alarming, ventilation stopped, screen was red and "system shut down" message displayed. The patient's mother immediately started manually ventilating the patient and called emergency services. The patient has since recovered. The device was swapped for a new ventilator.